Event description:
It was reported that during device replacement for normal battery depletion, electrocautery was used, resulting in loss of pacing and loss of capture on the device. The patient was pacemaker dependent and required cardiopulmonary resuscitation and external pacing. The device was explanted and replaced. The patient was stable following the procedure.

Manufacturer narrative:
The reported event of loss of pacing and loss of capture could not be confirmed. As received, the device was at bvvi mode due to electrocautery exposure during explant procedure. The product code was loaded successfully. The device was then programed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing, capture test and battery assessment indicate normal device characteristics. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.